Event description:
This spontaneous report was received from a us healthcare professional and concerns a female patient. She was injected with a total of 0.8 ml of radiesse(+), into the right lateral cheek (off label use of device), on (B)(6) 2022. Batch number was reported as a00052730 (expiry date: 03/2024). The batch record review was received and the lot number for radiesse (+) was confirmed as a00052730 (expiry date: 03/2024). A lot search in the global safety database was conducted. On (B)(6) 2022, the patient had no issues. On (B)(6) 2022, after the radiesse (+) injection, the patient experienced flaky skin and some blotchy color to the lateral cheek. She also had swelling to the right side of her face. In on (B)(6) 2022, the patient had minimal pain and the capillary (reported as cap) refill was good. On (B)(6) 2022 and (B)(6) 2022, the patient was treated, per healthcare professional (hcp). On (B)(6) 2022, on the day of this report, there was an improvement. Due to the provided information, the outcome of the events was considered as resolving. Follow-up information was received on 27-oct-2022: the follow-up was performed, and all resolved completely. Due to the provided information, the outcome of the events was considered as resolved, in october 2022 (changed from resolving). Follow-up information was received on 31-oct-2022: the case was upgraded to serious. The event vascular compression and too much product injected were added. The events swelling, blotchy color and minimal pain were deleted, since they were considered as symptoms of vascular compression. The event term flaky skin was amended to flaky skin/peeling skin and the coding remained unchanged. The patients date of birth, age and weight (62.14 kg) were provided. The patient was 49 years old at the time of the event. She was most recently injected with radiesse (+), on (B)(6) 2022. The patient was treated with fillers several times over the past several years. Concomitant medications were reported as none. On (B)(6) 2022, after the radiesse (+) injection, the patient experienced peeling skin although throughout face, not just treatment area, mottled bruising, edema and erythema. It was likely a vascular compression due to too much product injected into one focal space, coupled with filler in the same region less than two months prior. Corrective treatment included viagra, prednisone, hyaluronidase and sterile water injection. It was unlikely the treatment was necessary to prevent permanent damage, but it was provided nonetheless. The outcome of the event flaky skin/peeling skin was reported as resolved on (B)(6) 2022 (remained unchanged). The outcome of the events vascular compression and too much product injected was reported as resolved, on (B)(6) 2022. In the opinion of the reporter, the events were not permanent and related to radiesse (+). However, it was possibly any filler.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular compression (vascular compression) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse (+) injectable implant, lot number: a00052730, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. Nonconformances were noted but none that would have contributed to this event.